Event description:
During a clinic follow-up, episodes of oversensing, high pacing impedance, loss of low-voltage pacing, and loss of capture were observed on the device on a non-pacemaker dependent patient. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.